Event description:
A 2.5mm diameter x 14mm length endeavor sprint rx drug-eluting coronary stent was deployed in to a pt; however, it was reported that the stent collapsed post deployment. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: root cause cannot be determined based on info available; stent collapse.